Event description:
Both sutures which were attached to the anchor broke free and the implant remains in the patient. The surgeon indicated that they did not experience a significant delay. They confirmed that no patient injury or procedural complications resulted.